Event description:
It was learned through patient support center from patients care advocate and investigation that post implant of a 25mm 11400m mitral valve there was paravalvular regurgitant jet and on pod #20, percutaneous transseptal closure of pvl was performed. Per medical records the patient presented with severe aortic stenosis, hypertrophic obstructive cardiomyopathy, and coronary artery disease. He underwent scheduled CABG x 1 and avr. Intraoperatively, the native aortic valve was heavily calcified and extensive decalcification of the annulus was required. There was also extensive calcium extending down onto the anterior leaflet of the native mitral valve, this was modestly decalcified to permit placement of the aortic valve sutures. Septum was extraordinarily hypertrophied as expected and septal myectomy was performed, iatrogenic vsd was identified and repaired with sutures. A 23mm aortic valve was implanted and secured with corknots, valve was found to be wellseated without coronary obstruction. While weaning bypass tee showed fairly severe native mitral regurgitation due to annular distortion. The patient was placed back on full bypass and a 25mm 11400m valve was implanted. Post procedure tee showed a well seated and well functioning aortic valve. Mitral valve was well-seated and functioning well with low gradients and one small pvl in region of laa. Iabp was placed due to double cross-clamp time and long bypass run, the patient transferred to the cticu in critical condition. Postoperatively the patient developed acute respiratory, renal, and liver failure with pneumonia. Pod #6, permanent pacemaker placement for complete heart block. On pod #8, echo showed av with elevated prosthetic gradient likely in setting of hyperdynamic systolic function. Mv with trace transvalvular regurgitation and elevated prosthetic gradient. Pod #12, tee showed, mv well seated with paravalvular regurgitant jet in seven oclock position in surgeons view. On pod #18, echo showed av well seated with mild ppm, on pod #20, the patient was taken to or for percutaneous transseptal closure of pvl, the device was not able to occlude the entire defect and mild-moderate paravalvular regurgitation remained post procedure. Despite maximum efforts the patient continued to decompensate with multiorgan failure and was placed on palliative care dnr. On pod #25, the patient expired, primary diagnosis at time of death was listed as hypertrophic obstructive cardiomyopathy.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.